Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon could not remove trail from the stem. The surgeon had to ream up a size and implant a larger stem.